Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a colon biopsy procedure. According to the complainant, after taking a biopsy sample and withdrawing the device through the scope, the sample was lost. It was then noticed that the jaws were not closing shut all the way, but no device damage was noted. The procedure was completed with the same radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected visually prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).